Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4)

Event description:
Information received from a consumer reported poor communication on the patient programmer. The consumer was also not able to communicate with the recharger. It was noted that the last successful charge session was four to five days prior to (B)(6) 2015. The consumer was directed to follow-up with their health care provider to have the system checked. It was reported that there were no symptoms; the consumer had no pain. The issue occurred during use. No troubleshooting results were available and the cause of the issue was not determined. Follow-up was conducted to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be postlaminectomy pain and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had gone on a trip, brought all the devices with her, and recharged while on the trip, but when she got back home it wasn't working. The consumer was unable to charge. The antenna was positioned over the implantable neurostimulator lined up a half inch to one inch below the incision and the antenna dial was adjusted but this did not resolve the issue and the consumer saw the reposition antenna screen. The consumer was not able to attempt communication with the programmer because the programmer would not power up and she didn't have any other batteries available. It was noted that the consumer had called a manufacturer representative earlier on (B)(6) 2015 who directed the consumer to call patient services. The patient was redirected to follow-up with the manufacturer representative. No symptoms were reported. It was noted that the consumer had last recharged one and a half weeks prior to (B)(6) 2015. No further troubleshooting was available and the cause of the issue was not determined. Additional follow-up was being done to obtain this information; if additional information is received a follow-up report will be sent.